Event description:
A (B)(6) female pt was undergoing a burr hole procedure in the supine position the case had just begun when the pt¿s head dropped because the mayfield base unit (a2101) failed to hold its position. There was no injury noted however. She had prolonged anesthetic time while head rest was changed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.